Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that since about 3 weeks prior and with increased frequency, the implantable neuro stimulator (ins) intermittently shut off as confirmed by the absence of the lightning bolt indicator. The pt then lost stimulation until the ins was turned on again. There was no known related accident or injury. The device last had been programmed six months ago. All of the batteries were full. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.